Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 160 mg/dl. Reportedly, the customer was using their infusion set beyond labeling. Tandem technical support educated the customer on proper supplies labeling. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.